Event description:
It was reported that the ventilator's navigation ring did not work. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the unit was repaired and the front bezel was replaced to address the issue. The issue was found during testing. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.